Event description:
Edwards received information that eleven (11) years post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to stenosis and mitral valve prolapse leading to regurgitation. A 29mm transcatheter valve was successfully implanted in the mitral position with no evidence of mitral stenosis or mitral regurgitation, post-deployment. The patient tolerated the procedure well with no complications and was transferred to the surgical ICU in hemodynamically stable condition.

Manufacturer narrative:
(B)(4). Leaflet prolapse typically would result in regurgitation. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Often, regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.